Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-aug-20. The patient stated that there were no circumstances that led to the increased recharging duration and the adhesive discs did not resolve their issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient called to inquire about charging their ins because it takes them 6-8 hours to charge their ins. The charge times are getting a lot longer. The issue started approximately in (B)(6) of this year. The patient wanted to know if that was cause for concern regarding them charging their ins. Patient services reviewed charging with the patient. The patient confirmed that they charge with the ins off, they have full coupling, and they charge their ins battery from ¼ to full. They charge once a week. Patient services reviewed that if the patient is still having concerns that they can follow up with their healthcare professional (hcp) to pull charging statistics with the recharger and potentially check the ins. The patient indicated that they understood and their reason for calling was resolved. The patient had 4 boxes of adhesive discs sent to them. There were no patient symptoms reported and no complications reported.